Manufacturer narrative:
Unit received with full segments display and frozen screen due to faulty connector on interface board. No constant tone or beep/audio anomaly alarm noted. Insulin pump was received with minor scratched display window.

Event description:
The customer reported via phone call that he fell on the insulin pump and now it was not loading when he inserted a new battery. The insulin pump started to beep continuously and he received a beep/audio anomaly alarm. The insulin pump had a full black screen. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.